Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2010 and two additional cardiovascular events in july 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular of two events reported for the same pt involving two separate products, associated wo separate [products.